Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the ins was in overdischarge. There were no factors that could have led to the issue. The rep attempted to reset the ins 3 times with no luck. The rep said the patient would be referred out for a possible pump consultation and/or battery replacement. It was noted that the issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.